Event description:
It was reported that the patient had saline added to the inflatable penile prosthesis reservoir as the cylinder strength is weak. Only an accessory kit was used and no components were removed or replaced. Following the procedure the event resolved.